Event description:
It was reported that the patient received inappropriate shocks due to oversensing, was hospitalized and the therapy was deactivated. The ICD system was changed. The lead was capped and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore, this report only refers to the results of the ICD analysis as well as the inspection of the quality documents associated with the manufacture the lead and the ICD. The manufacturing processes for these devices were reviewed, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The ICD was interrogated, revealing the bos battery status. The device was implanted for 13 months, and 22 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms, all from (B)(6) 2023, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. Therefore, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. No peculiarities were found which might have led to the reported event. Based on the analysis, the integrity of the lead cannot be assured. There was no indication of a material or manufacturing problem of these devices.